Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer had blood glucose level of 478 mg/dl. Customer was treated with insulin pump. Customer stated that there was no air bubbles and leak. Customer was using auto mode. Customer stated that the insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 hospitalized for high bgs (dka) and insulin flow blocked alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with missing display window cover and pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the pump history found no insulin flow blocked alarm on event date of (B)(6) 2021. However, on (B)(6) 2021 found one insulin flow blocked alarm in the device history at 15:13:19. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. However, pump error 63 alarm during the self test and confirmed in the device history (variableinfo=3) on (B)(6)2021 at 13:53:29. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at u1 pin 6 on the keypad assembly. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bgs (dka). Customer alleged for insulin flow blocked alarm was not confirmed. Pump error 63 alarm during the self test and confirmed in the device history (variableinfo=3) due to broken trace at u1 pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly. Device received with missing display window cover and pillowing keypad overlay.